Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between on (B)(6) 2025 and on (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of refractive error and replaced with a zcb00 22.0 iol. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 04-feb-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and damage was observed on the haptic optic junction of the lens. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zcb00 model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that the production order was released within diopter specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.